Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being consider for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001825034-2018-04780.